Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l4-l5 spinal root decompression. On event date, the pt presented with back and leg pain. The investigator noted the event as mild in intensity. Pt took over-the-counter anti-inflammatory medication and 13 visits to physical therapy with resolution of pain. The outcome of the event was resolved with treatment in 10/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as transient root irritation.